Event description:
Additional information received reported that it was unknown if the bleeding was due to the device or procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the catheter ruptured. The patient was undergoing surgery for treatment of a posterior circulation arteriovenous malformation. It was noted the patient's v essel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 4mm. It was reported that during the process of injecting glue into the floating microcatheter during the operation, the tube burst, causing the glue to overflow from the crack and block the main blood vessel. It was noted that the catheter ruptured in the distal section and was intact. There was no friction or difficulty during delivery. There was no other damage to the catheter aside from the rupture. The injection rate was 0.2ml/s. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received that onyx was used. The procedure was completed by removing the damaged microcatheter and using a new floating microcatheter. It was noted that there was a brief pause during the injection process, but it lasted less than 1 minute. The injection rate was followed as indicated in the IFU. The liquid embolic did not get embedded in an unintended location. Later, the middle microcatheter was used for suction and the leaking onyx was removed. According to feedback, the patient's condition worsened due to other bleeding problems and patient's family gave up treatment. However, the surgeon initially ruled out the influence of a burst tube.